Manufacturer narrative:
The field service engineer (fse) found the water pressure in the rinse station was too high. The fse performed a purge, adjusted the water pressure, and manually adjusted the nozzle probes. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable tpuc3 total protein urine/csf gen.3 results for 1 patient urine sample tested on a cobas 6000 c (501) module. Of the data provided, there were discrepant tpuc3 and crep2 creatinine plus ver.2 results compared to a different laboratory's method. The different laboratory method was not provided. The c (501) module serial number was (B)(4). This medwatch will cover the discrepant tpuc3 results. Refer to medwatch with patient identifier (B)(6) for information on the crep2 results. The initial tpuc3 result was 57.39 mg/l and was reported outside of the laboratory. The repeat tpuc3 result with a 1:5 dilution was 465.58 mg/l with a data flag. The repeat tpuc3 result with a 1:100 manual dilution was 160.34 mg/l with a data flag. The repeat tpuc3 result with a 1:200 dilution was 130.81 mg/l with a data flag. The repeat tpuc3 result with a 1:50 dilution was 915.59 mg/l with a data flag. The tpuc3 result in the different laboratory was 13279.5 mg/24h with a collected urine. Volume of 780 ml. The customer provided the result as 17020 mg/l. The initial crep2 result was 1.21 mg/dl and was reported outside of the laboratory. The repeat crep2 result with a 1:5 dilution was 198.22 mg/dl. The creatinine result in the different laboratory was 1.52 g/24h.

Manufacturer narrative:
Calibration lot calibration was not performed according to product labeling. The cause of these discrepant low results was mis-sampling of the uncentrifuged primary urine tube. Foam on the sample due to the high urinary protein or turbidity caused by various particles, e.g. Red blood cells, white blood cells or urinary cast (cylinders) floating on the surface could have caused the issue.